Event description:
Over infusion: unit was set up to infuse at 90cc/hr, vtbi 50cc on channel d, while working with channel a, after 10 minutes nurse noted error message "flow stop, door open" and the infusion was complete, pump stopped and medications removed. No reported injury to patient.